Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 12/21/2016, that on (B)(6) 2016, an adverse event had occurred. The patient stated that on (B)(6) 2016 she had experienced a hypoglycemic event with a blood glucose reading of 21mg/dl. The patient's fiancé had called an ambulance. The ambulance personnel treated the patient's hypoglycemia with an IV of sugar water. No hospitalization was needed. No product defects or failures were alleged. The patient stated that she was not wearing her dexcom system at the time of the event. At time of contact the patient was recovered. No additional event or patient information is available.